Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced battery depletion, stating the pump¿s battery lasted less than a day and required daily charging despite use of the supplied charger; a replacement pump was shipped and the user was instructed on shutting down the device, syncing data, returning the original device, and restarting the replacement. Symptoms included no hypoglycemia, hyperglycemia, or other adverse effects. Outcomes included no medical intervention, no hospitalization, and continued cgm use with the dexcom app or receiver. Investigation included customer interview, troubleshooting, and logistical replacement. Investigation of this device revealed a suspected degraded battery performance consistent with battery or power subsystem deterioration. It was concluded, based on previously established findings for similar reports, that the cause was normal component wear or degradation.